Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection revealed that the spike vent was wetted out. A functional flow test was performed with the vent open and closed, revealing no abnormalities. The reported condition was not confirmed. The root cause is not identified. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The facility's buyer reported to baxter (B)(4) that a clearlink solution set with a duo-vent spike had tubing not working. This occurred during use. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.